Manufacturer narrative:
Correction: manufacture date has been updated to proper value.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the navigation system displayed that an error occurred and that the system shut down a few moments later. The site restarted the navigation system with resolution. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Other applicable components are sw kit 9735740 stealth s8 spine. If information is provided in the future, a supplemental report will be issued.